Event description:
A tego® connector was reported to be involved in an event where a patient was found bleeding from the central venous catheter (cvc) in his chest. This issue was discovered after the patient departed from dialysis at 1713 while walking with his walker. It was further reported that the complete right side of his button-down shirt (extending back to his flank) was saturated with blood, as was the right front of his pants, just below the waist band. The gauze that was wrapped around the lumen was soaked and dripping. Upon unwrapping the gauze, it was visible that the tego on the blue clamp lumen was breaching and was free flowing fresh sang. The blue clamp on that lumen was also found open at that time. There was patient involvement; however there was no specific further harm reported.

Manufacturer narrative:
The device is available for evaluation. It has not yet been received.

Manufacturer narrative:
One used list #d1000, tego¿ connector, appx 0.05 ml; lot # unknown was received and visually inspected. As received, seal doming was present on the female luer end of the tego. Blood residuals were also observed between the tego seal and body. The d1000 tego as disassembled to evaluate the cause of the domed seal. Adhesive at the top of the yellow body slot used to anchor the seal from being pulled off the post during luer withdrawal was not present resulting in the seal resting on the top of the body post and doming/leakage on the top surface of the seal. The complaint of leakage can be confirmed based on the blood residuals under the tego seal. The probable cause of the seal doming and subsequent leakage is due to an assembly error during manufacturing where adhesive was not appropriately placed on the tego. A device history record (DHR) lot review could not be conducted because the lot number is unknown. D9 - date returned to mfg: 5/12/2022.